Event description:
Information received by medtronic indicated that the insulin pump had power loss and replace battery alarm. Customer stated that the insulin pump was able to clear the alarm and able to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged power error 25 alarm and another power error loss again found on 1/25/2022. Device passed the self test, active current measurement, and the displacement test however, the pump was received with high sleep current. Successfully downloaded the pump history and diagnostic files using thump. No unexpected pump error 25 alarm noted during testing and a review of the history files reveals that one (1) power error 25 alarm 1/25/2022 at 10:00, one (1) power error 25 alarm 1/28/2022 at 14:00, and three (3) power error 25 alarms 2/9/2022 at 14:00, 18:00, and 22:00 occurred. Further review shows on 1/25/2022 there was one (1) change battery fault (replace battery) alert at 04:31, one (1) off no power (replace battery now) alarm at 05:02, one (1) batt out limit (power loss) alarm at 06:11, and one (1) pump error 25 alarm at 10:00 that occurred. The pump was cut open for a visual inspection. Moisture damage was found on pcba 2, the motor, and force sensor. High current draw, power error 25 alarm, and unexpected battery power loss are due to moisture damage on pcba 2, the motor, and force sensor. Cleaned with isopropyl alcohol and high sleep current persist. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Power error 25 alarm and unexpected battery power loss are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.